Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, during arthroscopy, the t2 of a ultra fast-fix could not be deployed. Surgery was completed with a back-up device instead. It is unknown if there was any surgical delay. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were returned on the needle. Evidence shows the t1 has been off the needle and placed back onto the tip of it. The t2 has been pushed forward to sit directly behind the t1 at the tip of the needle, the variable depth straw has been trimmed. The needle assembly is bent. Bio debris is present. A functional evaluation, using a simulation meniscus, to implant the t1 would be inconclusive because the t1 has already been deployed, then placed back onto the needle. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with a component failure. Factors that could have contributed to the failure include an application of excessive force or contact with another source. Based on this investigation, the need for corrective action is not indicated.